Event description:
It was reported that the patient remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator had inappropriately delivered therapy. Atrial events occurred in post ventricular atrial blanking (pvab) during supraventricular tachycardia (svt). The device declared rhythm to be ventricular tachycardia and delivered therapy. Programming changes were made. The patient was in stable condition.